Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The service engineer cleaned the expiratory cassette membrane which resolved the problem. It is important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal to membrane seat correctly. Dirt particles can create leakage in the expiratory cassette.

Event description:
Manufacturer ref.#: (B)(4).